Event description:
"During the procedure there was no clinical specialist of terumo aortic present. The physician was able to advance the device (28-s2-13-080s) over the guidewire (amplatz super stiff 260). When the device was in the patient the physician had the feeling, it was locked. He couldn't advance the device, neither was it possible to pull it back. He didn't want to lose his access, so he had to use a lot of force to pull the device back over the guidewire. After getting the device out he advanced a catheter over the guidewire and replaced the guidewire for a new one. He used a new device and this time there weren't any problems. According to the physician there was nothing wrong with the amplatz super stiff 260. He said there was no kinking of the guidewire during the procedure." Patient outcome - "the patient was not injured during the procedure. Unfortunately, the patient needed two 28-s2-13-080s. The physician only could use one of them. The patient had to come back after a week to place the second new 28-s2-13-080s."

Event description:
"During the procedure there was no clinical specialist of terumo aortic present. The physician was able to advance the device (28-s2-13-080s) over the guidewire (amplatz super stiff 260). When the device was in the patient the physician had the feeling, it was locked. He couldn't advance the device, neither was it possible to pull it back. He didn't want to lose his access, so he had to use a lot of force to pull the device back over the guidewire. After getting the device out he advanced a catheter over the guidewire and replaced the guidewire for a new one. He used a new device and this time there weren't any problems. According to the physician there was nothing wrong with the amplatz super stiff 260. He said there was no kinking of the guidewire during the procedure."patient outcome - "the patient was not injured during the procedure. Unfortunately, the patient needed two 28-s2-13-080s. The physician only could use one of them. The patient had to come back after a week to place the second new 28-s2-13-080s."